Event description:
It was reported in a clinical trial that 4 days post successful procedure for a left carotid aneurysm with the subject flow diverter, the patient suffered a stroke and worsening neurological status. Imaging showed thrombosis or occlusion of the subject flow diverter with fish mouthing of the distal portion. Patient required a surgical procedure to treat the occlusion and for implantation of a 2nd flow diverter. Outcome is still on going.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates placement of the evolve at target aneurysm on left carotid termination, the patient was discharged home. Two days later stroke nih13 occurred due to flow diversion occlusion. Treatment by clot aspiration in another hospital and transfer to (B)(6) hospital. Dsa showing stent occlusion. Re-treatment of the aneurysm by placement of an atlas stent inside the evolve at the distal part. Worsening neurological status showing platelet aggregation - treatment with agrastat infusion and aspiration. The device was used after the expiration date (expiration date 10-july-2020 and the procedure date (B)(6) 2021). It is very unlikely that this would have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates placement of the evolve at target aneurysm on left carotid termination, the patient was discharged home. Two days later stroke nih13 occurred due to flow diversion occlusion. Treatment by clot aspiration in another hospital and transfer to gui de chauliac hospital. Dsa showing stent occlusion. Re-treatment of the aneurysm by placement of an atlas stent inside the evolve at the distal part. Worsening neurological status showing platelet aggregation - treatment with agrastat infusion and aspiration. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported in a clinical trial that 4 days post successful procedure for a left carotid aneurysm with the subject flow diverter, the patient suffered a stroke and worsening neurological status. Imaging showed thrombosis or occlusion of the subject flow diverter with fish mouthing of the distal portion. Patient required a surgical procedure to treat the occlusion and for implantation of a 2nd flow diverter. Outcome is still on going.

Event description:
It was reported in a clinical trial that 4 days post successful procedure for a left carotid aneurysm with the subject flow diverter, the patient suffered a stroke and worsening neurological status. Imaging showed thrombosis or occlusion of the subject flow diverter with fish mouthing of the distal portion. Patient required a surgical procedure to treat the occlusion and for implantation of a 2nd flow diverter. Outcome is still on going. Update: received additional information on 04-apr-2023 that 4 days post procedure for a left carotid aneurysm with subject flow diverter implantation procedure, patient had stroke due to the subject fd occlusion. Imaging revealed occlusion of the stent (thrombosis or occlusion with fish mouthing of the distal portion) per dsa (digital subtraction angiography) and left sylvian ischemic lesion related to carotid thrombus per MRI (magnetic resonance imaging) for which required percutaneous intervention and the patient recovered/resolved with sequelae. Patient was treated with agrastat infusion and aspiration. The reported event has a causal relationship to procedure, subject device, other stryker devices, and unlikely relationship to dapt (dual anti-platelet therapy).

Manufacturer narrative:
This is 1 of 2 mdrs (1st MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, study device thrombosis or occlusion with fish mouthing was reported. Additional surgical procedure due to stent occlusion, implantation of 2nd flow diverter and treatment with agrastat infusion and aspiration. Update 04-apr-2023: (ae2) worsening of the neurological status by only one point on the nihss score is considered as normal fluctuation of the acute stroke and therefore not as a new adverse event, and the ae1 was updated to 4 days post subject flow diverter implantation procedure, patient had stroke due to the subject fd occlusion. Imaging revealed occlusion of the stent (shows a "fish-mouth" aspect of the distal portion of the fd) per dsa and left sylvian ischemic lesion related to carotid thrombus per MRI for which percutaneous intervention was performed and the patient recovered/resolved with sequelae. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the as reported 'stent tapering'. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported in a clinical trial that 4 days post successful procedure for a left carotid aneurysm with the subject flow diverter, the patient suffered a stroke and worsening neurological status. Imaging showed thrombosis or occlusion of the subject flow diverter with fish mouthing of the distal portion. Patient required a surgical procedure to treat the occlusion and for implantation of a 2nd flow diverter. Outcome is still on going.